Event description:
In 2000 (exact date unk), pt underwent enculeation procedure followed by implantation of porous polypropylene orbital prosthesis implant along with ocu-guard orbital implant wrap. At two months post-op pt presented with 8 mm conjunctival melt over ocu-guard wrap; pt underwent intervention with fascia graft. Pt post-op status: pt retained orbital implant.